Manufacturer narrative:
Suspect product information - programming software version: (B)(4).

Event description:
Along with the reports of incidences of false low output current messages previously submitted under manufacturing reports #1644487-2020-00019 and #1644487-2020-00009, it was reported that when a patient's device was turned back on after disablement, the settings were programmed to 0 "across the board." The physician does not know which patient was affected by this issue. No additional relevant information has been received to date.